Event description:
Customer reported that the buttons on the insulin pump were not working. Customer stated that the b button was not bringing up the bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.